Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A healthcare provider reported via a manufacturing representative that the lead was damaged out of box. The health care provider examined the lead prior to implantation and noted the distal tip of the lead was bent. The lead was removed from the sterile field. The lead was replaced with a new lead and issue was resolved at the time of report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.